Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 390 mg/dl, 134 mg/dl, and 102 mg/dl. Customer had low blood glucose symptoms and was able to self-treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.